Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one used primary set was received by the customer for investigation. The set was visually inspected and no defects were observed. The sample was primed with a blue dye solution and a leak could clearly be seen. The customer's complaint of leakage near the injection port site was verified. The material and lot number was able to be determined using the component ID on the returned set. A device history record review for model 11522558 lot number 21045546 was performed. The search showed that a total of 26,883 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the tubing and a tear was observed in the silicon pumping segment where it connects with the upper fitment. The root cause of the tear cannot be determined. However, we encourage the customer to load the pumping segment top first before the bottom, as doing the opposite is a known cause of this failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked intralipids near the injection port during the infusion. The following information was provided by the initial reporter: "the second set with the white fluid (intralipids) in the tubing leaked near the injection port site (near the area of fusion)."